Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During surgery, the surgeon inserted hansson pin into the patient bone. The surgeon used t-handle, to push out the hook. Although the hook was pushed out, the tip of hook was deforming. Therefore, the surgeon changed the pin to another new pin and surgery was completed.

Manufacturer narrative:
The reported event that the pin was deformed could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The deformation was caused by applying a high force on the pin. It is not possible to apply the pin when the pin is in the wrong position. To perform the surgery with the pin in the wrong position a improper force is needed. Please follow exactly the op-tech. And do not apply an irregular force on the device. We assume that the operator have not inspected and verified that the device is in correct position according to the information given in the instructions for use and operative technique. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During surgery, the surgeon inserted hansson pin into the patient bone. The surgeon used t-handle, to push out the hook. Although the hook was pushed out, the tip of hook was deforming. Therefore, the surgeon changed the pin to another new pin and surgery was completed.